Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported the connector pin was broken and was unable to charge the recharger. It was indicated that the stimulator is off because patient could not charge the ins. No symptoms were reported. No further complications were reported and/or anticipated.